Manufacturer narrative:
The reported device was received for investigation. The device that was received had a different lot number than the one reported in the event. The device passed visual and functional inspection with no abnormalities found. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, when trying to remove the needle to put in the clip the introducer seemed to be stuck to the needle and the patient. When the introducer was removed it was noted to be "scrunched up." No injury reported.